Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: guo, j. Et al. (2022) is the zero-p spacer suitable for 3-level anterior cervical discectomy and fusion surgery in terms of sagittal alignment reconstruction: a comparison study with traditional plate and cage system, brain sciences, vol. 12 (1583), pages 1-12 (china) the aim of this study was to investigate clinical and radiological outcomes, with a specific focus on sagittal cervical alignment reconstruction, of 3-level acdf surgery using zero-p spacers versus those using the traditional plate and cage system. Between september 2013 to august 2016, a total of 44 patients have grouped into 2: 23 patients in group zp (zero-p) (10 female and 13 male) and 21 patients in group pc (plate & cage) (10 female and 11 male). All patients received 3-level anterior cervical discectomy and fusion (acdf) surgery from c3 to c7 for cervical spondylotic myelopathy (csm) after conservative treatment for at least 3 months. The zero-p spacers (depuy synthes spine, USA) were inserted into the intervertebral space in group zp while a competitive device was used in group pc for fixation. The following complications were reported as follows: group zp: n=8 patients developed mild dysphagia n=1 patient still complained of mild dysphagia at the 3-month follow-up but disappeared by the 6th-month follow-up n=3 patients experienced adjacent segment disease (asd) at the 24-month follow-up. However, none of them required revision surgery in a 54-year-old male patient, MRI at 2-year follow-up showed an adjacent segment degeneration (asd) at c3/4; however, there was no complaint of any symptoms and observation was implemented this report is for an unknown synthes spine zero-p spacer this is report 2 of 2 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown unk - constructs: zero-p /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.